Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a 'sensing issue immediately following implant'. The physician reopened the pocket and observed fluid in the header. The physician attempted to dry the header and lead but indicated the same sensing problems were obersered. The physician elected to explant the ipg and replace it with a model 1232.

Manufacturer narrative:
Cpi analysis of the model 1230 found that the device passed automated electrical measurements and paced and sensed normally during all tests. The ipg passed all sensing tests, therefore cpi could not confirm the allegation.